Event description:
It was reported that during pre implant device preparation for this implantable cardioverter defibrillator (ICD), a message popped up indicating no telemetry. The programmer was turned off and telemetry could not be established. The day after a second attempt was performed and telemetry could not be established. It was noted that after two hours the device box got hot. Technical services (ts) was consulted and suspected a device internal anomaly. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations and other clinical observations coded to the CAPA.

Event description:
It was reported that during pre implant device preparation for this implantable cardioverter defibrillator (ICD), a message popped up indicating no telemetry. The programmer was turned off and telemetry could not be established. The day after a second attempt was performed and telemetry could not be established. It was noted that after two hours the device box got hot. Technical services (ts) was consulted and suspected a device internal anomaly. There was no patient involvement.